Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. Upon receipt, the display did not function properly due to fluid contamination on the computer board. As fluid contamination may damage internal components, the service and preventive maintenance schedule outlined in the operator's manual instructs the user to check the unit seals every six months. The following instructions are provided: "inspect the seal around the unit to make certain it is in good condition. Check also the seal around the touch screen and ceramic disks. Use dow corning 732 multipurpose rtv sealant or equivalent if needed to maintain fluid resistance." It was reported that there was no injury to the patient.

Event description:
The user facility reported that the display stopped working during a procedure. It was reported that there was no injury to the patient.